Manufacturer narrative:
The company representative observed that the right side of battery/latch open. The company representative closed the latch and provided a copy of the service repair order to the customer where was explained the cause of the failure. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient during transport, the iabp shutdown. The customer rebooted the iabp and therapy was continued. No patient injury was reported.